Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report: 1627487-2019-06499. It was reported that during an implant procedure on (B)(6) 2019 the physician was unable to insert the extension into the ipg header completely. Multiple attempts were made to insert the extension with no success. As such, the physician broke the silicon part of the ipg header to insert the extension. Reportedly, the extension was broken and blood was detected inside the extension. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the extension and ipg were explanted and replaced with a new extension and ipg resolving the issue.

Manufacturer narrative:
The reported extension insertion issue was confirmed. Analysis of the returned extension found that the nitinol on the terminal end was broken in two places. Once the nitinol breaks, insertion of the lead extension into the ipg header is very difficult. The returned extensions terminal end was also measured for outer diameter variance using the laserlinc system. All readings were within specification. The broken nitinol is consistent with resistance met when inserting the lead. The root cause of the resistance encountered is unknown. Additionally, the device history record of the implant was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.